Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device communicates properly with the blood glucose meter. Further testing could not be performed due to the prime anomaly.

Event description:
It was reported that the customer experienced high blood glucose of 425mg/dl. The customer had nausea and headaches. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The time, date, basal rates, and bolus wizard settings were correct. The customer mentioned that the blood glucose meter was not sending the blood glucose readings to the insulin pump anymore. No further information was provided.